Manufacturer narrative:
Examination of the returned device was unable to confirm the reported event of lever failure. The device functioned as intended. Forward and reverse settings were able to be changed and functioned properly. The overall condition of the screwdriver handle suggests moderate usage. The investigation could not verify or identify any product contribution to the reported event with the information provided. Based on the inability to identify root cause, the need for corrective action was not indicated.

Event description:
Pinnacle quick set screw - ratcheting screwdriver handle forward/reverse lever failed.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.